Manufacturer narrative:
The patient's samples were requested and provided for an investigation. The investigation performed size exclusion chromatography to evaluate the proteins within the patient's sample. An interfering factor against a component of the reagent was identified in the samples, igg. This interference is addressed in the package insert: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient while using the stat and routine applications on two cobas 8000 e 801 modules. On (B)(6) 2020 and (B)(6) 2020, the patient had three samples collected for testing. The patient's initial troponin result was not reported outside the laboratory. The customer performed repeat testing for confirmation. The e 801 modules serial numbers used for patient testing were (B)(4).